Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore the customer reported malfunction could not be confirmed and the root cause was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Additional information: the facility clarified that they were eventually able to perforate the interlink y-site using a y-lock cannula, although it took many attempts.

Event description:
The facility contacted baxter (B)(4) technical services to report an interlink continue flo solution set that the user was unable to perforate the y-site with the secondary medication set on the upper interlink y-site. The facility reports that this has happened, many times lately. This malfunction occurred before use. There was no patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.